Event description:
It was further reported that the patient had an initial surgery approximately a year and 2 months ago.

Manufacturer narrative:
(B)(4). Mechanical (g04) - head. Reported event was unable to be confirmed as the picture does not prove dislocation. Visual examination of the provided pictures identified a bearing and glenophere with biodebris. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial surgery on an unknown date. Subsequently, the patient underwent a revision due to dislocation approximately a month ago. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 110031425, cr vivacit-e 36mm brng +3, lot # 66747289. Catalog #: 110031402, mini standard humeral tray, lot # 66774328. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has be requested by not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.